Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted brand name under d1, common device name under d2, model number, serial number, lot number, primary unique device identifier (UDI) number, expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010070, in question was manufactured at the: reynosa site. Threshold analysis: a query was run on 12-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6010070". The count of complaint is 3 which is equal 3. Further investigation is required via CAPA determination assessment using statistical analysis. The complaints number are: (B)(4). Device history record (DHR) review: the lot 6010070 was manufactured according to the work instruction (wi) version 118 and manufactured in the line 3 on 09/nov/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: physical samples were requested; however, the customer has confirmed that no samples are available for testing. In order to test the product, the reference samples from the lot have been requested. Investigation process of the complaint was carried out in accordance with: the reference samples could not be tested because they were used by the quality department for an investigation. Conclusion summary of complaint investigation: as a result of the following: physical samples and reference samples were not available for testing, no non-conformance (nc) raised during production related to complaint code, three complaints thresholds identified for the lot in question and serious injury/death, are met for the lot in question and serious injury/death, further actions are required. This complaint requires further corrective and preventive action (CAPA) determination assessment, furthermore, this is a complaint which is being addressed as part of a corrective and preventive action (CAPA): "autosoft 90, kinked soft cannula issues which has been opened as a result of trending activities. This complaint is a reportable with valid lot number/product code. Corrective and preventive action (CAPA) determination results: this complaint falls under the scope of the corrective and preventive action (CAPA): "autosoft 90, kinked soft cannula issues" and will cover inset I (autosoft xc dhf-13.8 & 13.13) and inset ii (autosoft 90 dhf-14 and 14.3) products. Root cause of problem: the root cause has been identified as: method, manpower, measurement, machine: corrective action as a result of the investigation: the action plan and deadlines is as followed: the following actions were already implemented in the non-conformance (nc). 1. Include the defect in document 4805074 (work instruction inset line). 2. Improve guards of the conveyors. 3. Update trays for the stock of cannulas. 4. Update document 3a02003 (quality specification for catheter fixture for skewed catheters) for include the handling of the catheter during the process. 5. Update the document 4805074 (work instruction inset line) to include the preventive actions implemented in the process (trays). A remaining action (to address design root cause) and deadlines is as followed: add cylinders to the lid to maintain in position the needle and cannula during transportation and prior use (database 1771074- 30/sep/2025).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula kinked event on (B)(6) 2025 which led to high blood glucose levels. The patient developed symptoms more than three hours after insertion. The infusion set was in use for one day and was inserted at the upper buttocks.the patient first went to the emergency room and was subsequently hospitalized on (B)(6) 2025. The patient was shifted to the intensive care unit due to the presence of ketones. During hospitalization the patient received intravenous fluids and insulin as corrective treatment which resolved the issue. At the time of this report, the patient was not released from the hospital. No further information available.